Event description:
Customer reports that the device displayed a result of lo prior to blood applied to the strip. No action was taken based on device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.